Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the right drive wheel is not hitting the ground with all the other wheels.